Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the delivery catheter broke in two during slitting. The break occurred outside of the body and no intervention was required. No patient complications have been reported as a result of this event.